Manufacturer narrative:
Findings: a test reservoir was installed and did not lock in place due to broken reservoir tube lip. Unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to broken reservoir tube lip. Unit had battery cap stripped battery cap coin slot , minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, missing o-ring (reservoir tube) and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that their insulin pump was damaged at the reservoir compartment. The customer¿s blood glucose level was unknown at the time of the incident. Customer mentioned they had a low period but has not had the issue after their healthcare provider adjusted the settings. Customer stated the insulin pump had cracks and the o-ring came off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.